Event description:
The reporter indicated that the measurement of the maximum rate (atrial and ventricular) was only 116.4 and it should be 150. There was not a patient involved in this event. The event date is estimated.